Event description:
It was reported that the right ventricular (rv) lead exhibited a possible micro-dislodgement. In addition, high thresholds were observed and the rv impedance had reduced slightly since the previous device check. The lead remains in use and will be monitored at the next device check. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.